Event description:
The customer reported the system displayed a files corrupted error message, and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and repaired the power cord connector. The system operates as intended.